Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On may 28, 2016, a customer reported to merge healthcare that the pressure recording was not functioning as expected during a patient study. After the user reset the hemo monitoring computer, pressures and recording of physiological data functioned as expected. Information obtained from the customer revealed that there was a delay of ~5-10 minutes while the system was rebooted. When the hemo monitor is rebooted during a procedure, the patient's data is not captured. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that results in harm to the patient. However, the customer reported that the procedure was completed successfully once the hemo monitor was rebooted. (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 26jun2016. The customer called in previously on 04may2016 to report a similar issue (reference MDR #2183926-2016-00592, complaint (B)(4)). However in this occurrence, the customer reported that while recording a pressure, the full disclosure recording continued to record even though the stop recording control was used. The customer rebooted the hemo system (both client pc and hemo monitor), and it was confirmed that the issue was resolved. The potential impact to a patient has been reviewed and the risk level has been assessed as low since the full disclosure recording was available and could be edited by the user according to the full range of instructions provided in the user manual. For this reason, conclusion code 19 (human factors issue) was used. No further actions are anticipated at this time due to the issue being readily apparent to the user, the low impact to a patient, and the full range of instructions provided in the user manual on how to operate full disclosure recording. Revised information contained in this supplemental report includes the following: g7 - indication that this is follow-up report 001. H6 - evaluation codes: methods code: 3263 actual device not evaluated. Results code: 3321 no results available since no evaluation performed. Conclusions code: 19 human factors issue.